Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 14, 2020. Attachment: [01889 device analysis report.pdf].

Manufacturer narrative:
This report is submitted on july 17 2020.

Event description:
Per the clinic, the patient experienced performance decrement and an electrode migration. The device was explanted (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.